Manufacturer narrative:
Per the manufacturer's subsidiary, the '?' Was shown on the display and it disappeared 10 minutes later. The user continued using the device as the issue occurred just before removing the pump. Per data log review, on (B)(6) 2021, at 02:19:14 pm the small roller pump sucker2 is set to 46 revolutions per minute (rpm). At 02:27:10 pm the ccm reports the sucker2 pump missing, the pump appeared to have lost power. This will cause the pump to stop and a '?' Will appear on the pump icon as reported. At 02:39:51 pm the ccm detects the sucker2 pump is back and puts it online again. The log confirms the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump in the sucker position stopped and a '?' Displayed over the pump icon on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end user returned both the roller pump and the power manager board from the hlm for evaluation. The base of the hlm is part number 801763, serial number (B)(6), date of manufacture of 05oct2020. During laboratory evaluation, the product surveillance technician (pst) observed the roller pump and power manager board to meet specification. The pst connected the roller pump and cable to a lab use only (luo) heart lung machine (hlm) and luo central control monitor (ccm). The roller pump was powered on and passed self testing. The pst powered off the roller pump. The device was powered up again and the roller pump was assigned. The pst applied considerable pressure, bending, and pulling the cable assembly. The roller pump ran as it should. He also inspected the power system, wiring, and connections with no observations of any anomalies. He also connected the power manager board to a luo power manager board test fixture and found the power manager board to function as expected.

Event description:
Per clinical review: the team experienced an issue with the heart lung machine (hlm) on (B)(6) 2021. While on cardiopulmonary bypass (cpb), the perfusionist noted that the yellow four inch suction pump stopped and a '?' Appeared on the central control monitor (ccm) display, then the '?' Disappeared after approximately 10 minutes. The perfusionist continued to use the pump as it was noted that this occurred just before the end of bypass. There was no delay in the procedure, no harm, and no blood loss.